Manufacturer narrative:
The biomedical engineer (bme) reported that this gz transmitter was boot looping. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this gz transmitter was boot looping. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this gz transmitter was boot looping. No patient harm was reported. Investigation summary: the evaluation of the returned device shows that this complaint is confirmed. The root cause of the reported issue is due to corroded battery contacts.trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that this gz transmitter was boot looping. No patient harm was reported.